Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/14/2016 with the following findings: investigation revealed a battery compartment crack in two places: near the top and below the bumper pad. Unrelated to the complaint, a crack in the u-groove was observed. Also unrelated to the complaint, a review of the black box revealed the time/date reset to default after a power on reset. The time/date defaulted to factory settings during investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack in two places: near the top and below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/14/2016.